Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis is unknown (suspected gi involvement); therefore, causality cannot be firmly established. However, based on the information available, the liberty select cycler can be disassociated from the event, as there is no objective evidence a liberty select cycler product deficiency or malfunction caused or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases, no offending organism is identified. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support with a question regarding contamination from a cycler. The patient stated that they keep getting infections and was on antibiotics. The patient stated that they have never had leaks in the cycler. Technical support advised the patient that the cycler could be replaced. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that a peritoneal effluent fluid culture was drawn on (B)(6) 2019 and was negative for growth. However, the wbc cell count was 679 (unit of measure not provided) on (B)(6) 2019 (no follow-up results available). The patient was subsequently diagnosed with sterile peritonitis, which was believed to be caused by gastrointestinal (gi) complications given her history of gi issues. The pdrn stated that the patient was treated with intraperitoneal (ip) vancomycin 1 gram for 5 days, and ip gentamycin 40 mg for 21 days. The patient suspected the liberty select cycler caused of the infection, however follow-up with the patient¿s pdrn revealed that the cycler was functioning as intended and was free of leaks. The pdrn stated that the event was unrelated to the utilization of the liberty select cycler, or any fresenius product or device. The patient is recovering from the event and continues to undergo continuous cyclic peritoneal dialysis (ccpd) therapy.